Manufacturer narrative:
(B)(4).

Event description:
Procedure: anterior resection. According to the reporter: the surgeon was not expertise of the concerning product and it was the first time for him to use it on patient. At the second firing with use of the first device of (B)(4), the handle could not be locked and confirmed it could not fire. After replacement for the second one, considering it could complete the firing, a surgeon cut the tissue by surgical scissors even though actually it failed to fire the stapled on the tissue. There was unanticipated tissue resection. Using a competitive device, the case was completed with no problem. Operating time was extended more than 30 minutes. It is unknown whether reinforcement material was used. According to the sales representative, user error caused the failure event as it was the first time for the customer to use the concerning product.